Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-50, serial: (B)(4), batch: 5094989.

Event description:
It was reported that high impedances were noted on one of the leads. The patient underwent a revision procedure to replace the lead with high impedances but physician decided to replace both leads.